Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins moved closer to the surface below their skin. They reported that they felt the whole imprint of the device very easily through their skin. Patient reported it does not feel loose in the pocket but does feel a bit tender if they palpate it. This started in (B)(6) of 2022. Patient also reported that more recently they started having uncomfortable stimulation when they are constipated and have a bowel movement it is really uncomfortable for quite a while afterwards. The discomfort is in the pelvic floor. Patient also reported that they have difficulty finding an optimal setting for their stimulation because if they turn it up their big toe will vibrate and they will turn it down and have to get up to pee 4 or 5 times during the night. Patient services reviewed option to decrease stimulation strength when having a bowel movement too see if the issue is possibly caused by positional overstimulation. Patient services reviewed option to also try a different program to try and achieve better therapeutic effect.  Patient services redirected to doctor if issue persists.